Event description:
On 14-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1934bcf suture anchor, biocomposite suturetak implant remained stuck to the tip of the inserter/applicator, preventing its proper use. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.